Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was not returned for examination and thus a review of the batch manufacturing crimping data was not carried out as the unique manifold number was not returned or available. A visual examination of the crimped stent found that the stent had detached from the stent delivery system and it appears to have been expanded. The struts were distorted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 16 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation of the device, it was noted that a strut was damaged. The device was not used in the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 16 synergy drug-eluting stent was selected for use to treat a lesion. However, during preparation of the device, it was noted that a strut was damaged. The device was not used in the patient. The procedure was completed with another of the same device. No patient complications were reported.